Event description:
After an implantation period of approx. 65 months, back-up mode was observed during clinical follow-up. After resetting the device it shows the eri status. Device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device was interrogated properly. The eri battery status was activated on october 19, 2022. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on may 31, 2021, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. To ensure patient safety, pacing parameters are selected to cover the widest patient population. This may result in higher current consumption draining the battery. As a result, during re-initialization on october 19, 2022 the eri battery status was activated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. As a result of the higher current consumption in the safety backup mode the device activated the eri battery status. The analysis did not reveal any sign of a material or manufacturing problem.